Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. In addition the device open and close without difficultly. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. It could not be determined what may have caused the reported incident of the jaws became not to be opened during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic left hemicolectomy, the jaws became not to be opened during use. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.